Event description:
The complainant reported that their impella rp flex had a placement signal not reliable. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported the patient survived the explant procedure. The device was discarded and will not be returned for investigation.